Event description:
It was reported while using bd venflon I 22ga 0.8 mm x 25mm the catheter kinked. There was no report of patient impact. The following information was provided by the initial reporter: while cannulating the catheter material getting kink.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. The photo was received by bd for evaluation. A quality engineer was able to review the photo of a venflon I 22ga 0.8 mm x 25mm from lot # 1343141 regarding item # 391591 with the reported issue of kinking. The investigation and simulation were carried out on ten retention samples where the investigating team has visually tested the samples for kinking and catheter pull force was performed on the retention samples. No kinking was found in physical testing in the ten retention samples. The catheter pull force performed on retention samples was also found to be within bd specification. Additionally, the routine testing performed while production of lot number 1343141 was checked in the DHR and it was found to be within bd specifications. Since no sample were shared, the complaint could not be confirmed and investigated further. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.